Event description:
An error message of possible output circuit damage was displayed on the programmer. A shock was delivered and high voltage impedance out of range was also reported. Technical services discussed deactivating the device and replacing the lead. The system remains implanted.

Manufacturer narrative:
No medwatch form was received.